Event description:
Caller reported the display of the pump is defective. Caller stated there is a big blot on the display. Caller reported she cannot read the display message completely. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).